Event description:
This incident was reported by the physician to the micrus endovascular corporation distributor. During coil embolization of an un-ruptured aneurysm, the physician reported while withdrawing the system from the patient, much of the coil was retrieved, but a section of coil was left in the internal carotid artery (ica).

Manufacturer narrative:
The company has requested additional information regarding the incident.